Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The 'known inherent risk' conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection and hematoma. The physician will be setting device up as a temporary pacer. This device was explanted and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection and hematoma. The physician will be setting device up as a temporary pacer. This device was explanted and will not be returned. No additional adverse patient effects were reported.